Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tibial component. The patient had an persona tm tibia implanted on (B)(6) 2014. The patient was also implanted with a tm patella on the same date. Following implant surgery, the patient reported that he had noticeable improvement but at follow-up appointments he reported to his doctor that he did not feel like he was progressing fast enough. The patient was instructed that recovery and continued healing would take time. The patient alleges difficulty sleeping, swelling with all activities, loss of range of motion, stiffness, and soreness. The patient reports that x-rays taken at the beginning of the summer show a "gap" on the bottom component. As of this date of notification, there is no indication that the tm patella has failed and/or will be revised. (B)(4).